Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician manually removed the shipping mandrel and attempted to pass the guidewire through the catheter; however, the guidewire would not exit the catheter. The physician bent the catheter in order to allow the guidewire to exit but the catheter, specifically near the guidewire access port broke. Reportedly, when the handle was pulled back to check if the stent can be deployed, the catheter would not come with it. The procedure was completed with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A fully reconstrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. The inner shaft was severely kinked and the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (near the guidewire access sheath). The guidewire access sheath ramp was out of its original position and a misalignment between the inner shaft and the outer shaft was observed. Functional evaluation revealed it was not possible to test for guidewire passage due to the outer sheath detached/broken at the outer diameter: proximal exterior tube - endoscope interface. No issues noted with the stent and no other issues were noted with the device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states: "note: do not remove the shipping mandrel from the leading end of the device, this will help facilitate guidewire access." In this case, the customer reported that the shipping mandrel was manually removed prior to advancing the guidewire through the device. Therefore, the most probable root cause classification is user/user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 17, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician manually removed the shipping mandrel and attempted to pass the guidewire through the catheter; however, the guidewire would not exit the catheter. The physician bent the catheter in order to allow the guidewire to exit but the catheter, specifically near the guidewire access port broke. Reportedly, when the handle was pulled back to check if the stent can be deployed, the catheter would not come with it. The procedure was completed with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.